Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 278 mg/dl. Reportedly, as the customer did not have additional insulin available, the customer decided to deliver a smaller bolus than needed. Customer indicated a correction would be administered via manual injections to address bg level. Recommendation was made to discuss diabetes management with health care provider. In addition, the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. There was no impact to the customer's bg level due to the cartridge alarm. It was confirmed that the customer had manual injections available for diabetes management.